Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead had silicon swelling and could not get the lead into the new header. An adapter or extender was added because mineral oil would not get into the device. A surgical procedure was done to revise the lead. The lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had silicon swelling and could not get the lead into the new header. An adapter or extender was added because mineral oil would not get into the device. A surgical procedure was done to revise the lead. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery.